Manufacturer narrative:
E1 initial reporter first name: (B)(6).

Event description:
It was reported that a catheter break occurred. The patient presented for coronary angioplasty. The 3.00 mm x 20 mm emerge balloon catheter was introduced to treat the target lesion. While the device was inside the patient, it was noted that the device was broken and leaking at the proximal end. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a catheter break occurred. The patient presented for coronary angioplasty. The 3.00 mm x 20 mm emerge balloon catheter was introduced to treat the target lesion. While the device was inside the patient, it was noted that the device was broken and leaking at the proximal end. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1 initial reporter first name: (B)(6). Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 33.5cm from the strain relief. There was contrast present in the inflation lumen, and the balloon was tightly folded. The device inflated and deflated to rated burst pressure with no issue. There was no damage or irregularity found to the inflation of the device.